Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains / intense pain/more left than right side"), menorrhagia ("increased bleeding during menstruation/ bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paxill. Concurrent conditions included post-traumatic stress disorder and blood pressure high. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine"), headache ("headache"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy-bilateral) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, migraine, headache, fatigue and alopecia had resolved. The reporter considered alopecia, fatigue, genital haemorrhage, headache, menorrhagia, migraine and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received, demographic added, product indication added, event added- genital haemorrhage, menorrhagia, migraine, headache, fatigue, alopecia. Events outcome updated, historical drug and condition added, lab data added. Case become incident. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.